Event description:
A report was received stating a patient underwent unnecessary surgery because the region of interest (roi) figures on ge centricity pacs were incorrectly misinterpreted by the radiologist. A benign renal cyst was misinterpreted as an enhancing lesion, consistent with a "neoplasm". The patient unnecessarily went to the or and had the cyst removed. The numbers in the report suggest that the standard deviation of the pixels in the roi were mis-interpreted as hounsfield units. The actual reading on the image was: 1 a 92.1 mm2 max 129 min 66 x 27.9 sd 32.7. The radiologist misinterpreted standard deviation of the pixel values to mean the average pixel value.

Manufacturer narrative:
Received a copy of the image that was misinterpreted with the measurements indicated on the image. The measurements were correctly displayed. The reported issue was caused by user error. The actual reading on the image was: 1 a 92.1 mm2 max 129 min -66 x 27.9 sd 32.7 this a correct reading. The radiologist involved misinterpreted the x 27.9 in the reading to be the standard deviation. The correct interpretation of x is average (x=avg).